Event description:
Reference number (B)(4). Event occured in the united states. On 20-aug-2024, it was reported that the patient encountered ten infusion sets's tubing detachment from the connector. Patient's blood glucose at the time of issue was 400 mg/dl. Patient replaced infusion set and resumed insulin deliveries successfully. No further information available.

Manufacturer narrative:
Initial and final MDR (B)(4). H11: since no lot number is available, a detailed investigation, tests on reference samples or batch review cannot be conducted. Therefore, this complaint will be closed, this issue will be monitored through pms product trends and malfunction. If any trends picked up, this will flag on the trips and alerts according to the omqr procedure.